Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-00809; 343-11-706, s814 - stability, poor joint, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to tight knee.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.